Event description:
It was reported the systems workstation monitors flickered and then went black. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.